Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 43 mg/dl treated with juice. Customer stated they did not get alert. Audio option was set audio on at volume 4 but no alerts on alarm history for low sensor glucose. Auto mode feature was active at the time of low blood glucose event. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.